Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: b5; d9; e1; g3; h2; h3; h4; h6 and h11 corrected fields: e4; h8 the device was returned to olympus for inspection, and the reported failure was confirmed. The reported intermittent missing image and no image was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector socket was disconnected. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported ¿false contact with fiber optics¿ was traced to component failure. The most probable cause for the reported ¿intermittent missing image and no image¿ was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the image was intermittently missing from the monitor; detected a fault in the head; image was lost on the monitor.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had false contact with fiber optics. This was discovered during inspection for use. There were no reports of patient harm.